Event description:
A physician reported a pt who received her first treatment on 3/7/97 into the nasolabial folds. 0n 3/28/97, the pt developed red, raised areas at the nasolabial folds. On 4/2/97, the pt presented with persistent symptoms; the physician diagnosed a hypersensitivity and prescribed intramuscular celestone and kenalog and oral prednisone. This improved the redness but the areas remained raised. Once the prednisone was tapered off, the symptoms recurred. On 4/14/97, the pt presented with persistent symptoms at the test and treatment sites. No further intervention was prescribed.